Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient was shocked by the device and caused him to fall and broke his arm. Database analysis were observed and revealed no anomalies. No further course of action.

Manufacturer narrative:
Additional suspect medical devices components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model#: sc-9218-15, serial #: (B)(4), description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient was shocked by the device and caused him to fall and broke his arm. Database analysis were observed and revealed no anomalies. No further course of action.